Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02357. It was reported the patient felt a shocking sensation all over her body when stimulation was on. Diagnostic testing revealed low or invalid impedance readings on multiple lead contacts. The patient reported intermittent shocking after reprogramming, and she stated she had been in a car accident and the shocking issue started after the accident. Further investigation revealed the patient has been in multiple car accidents. No further information is available at this time.